Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the peeled coating was attributed to degradation related issues, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the videoscope exhibited that the image guide corrugated tube coating peeled 1mm2 or more. There were no reports of patient involvement.